Event description:
It was reported that a cast cutter with an attached blade that was too old overheated and caused a 3/4 inch long laceration type of burn on the patient's heel during a cast removal. The physician described the injury as moderate. The cast removal was completed, and the immediate treatment was an antibiotic ointment and dressing. The patient received follow-up referral appointments. The doctor stated scarring is possible, but not known at this time, due to still being in the healing process.

Manufacturer narrative:
The caster cutter has not been returned to the manufacturer for investigation based on this event. A product return was requested. The reported event of the device overheating during usage cannot be confirmed without the product being available for evaluation. A follow-up report will be submitted after a quality investigation is completed if the product becomes available. Note the customer advised that the blade used during the event was probably "the biggest factor", since the blade was very old and needed to be replaced, as per the physician. It has been discarded. The account has since updated their procedures to manage a situation like this and prevent an outdated and/or very old blade from being used again. Also, the account explained the cast cutter itself, which was purchased used, will be archived and not used again.